Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error during basal. The customer¿s blood glucose level was 152 mg/dl at the time of incident. Customer assisted with troubleshooting. Customer was unable to clear the alarms, however able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. E or a alarm unspecified not confirmed. No pump error 2 alarms noted during testing. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer was able to clear the pump error alarm.